Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy, even with the handle spool fully closed. Following the failure of the attempted deployment, the physician exerted more pressure on the handle, which resulted in the handle breaking and the control wire within the handle kinking. Reportedly, the scope position was moved, the device was waggled, and the clip then released successfully onto tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.